Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that about 2 weeks after starting to use a smiths medical cadd legacy plus pump - 6500, a "lowbat" alarm went off. It was also reported that an alarm still sounded, even after the pump batteries were replaced with new ones. No adverse patient effects were reported.